Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. A clicking sound was heard during withdrawal, but the indicator window remained unchanged. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. A clicking sound was heard during withdrawal, but the indicator window remained unchanged. There was no reported patient injury. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. The indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the device¿s internal mechanism. During this analysis no abnormal conditions were observed to be reported. The reported events of ¿indicator window no change to indicator¿ & ¿vascular closure device (vcd) damaged¿ were not observed during analysis of the returned device, as functional analysis demonstrated full window transition and successful plug deployment, and no anomalies were noted. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.